Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) 2016 a pump refill was done. There should have been 9.2cc¿s removed but they got 39cc¿s out. The pump was checked by injecting ns into the pump and aspirating, (needle in correct location). The pump rate was increased. The patient came in feeling pretty good and when the patient found out the pump was full called the next morning with unrelieved pain. On (B)(6) 2016, the patient¿s pain level was a 10. The pain had come on suddenly. The day prior herpain level was a 5. The patent was brought in on (B)(6) 2016 to do a catheter access and they were unable to pull any fluid from the catheter. The cause of the pain was the pump was not infusing through the catheter. The operating room was scheduled for (B)(6) 2016 to replace the catheter. When the intrathecal catheter was removed from the intrathecal space the catheter was noticeably twisted over 100 times. The catheter was cut and discarded. A new catheter was placed in the intrathecal space with positive free flow return of csf. The catheter w as then tunneled to the patient¿s right flank. The patient¿s existing pump stay sutures were cut and the pump removed from the abdominal pocket. The catheter was disconnected from the pump and pulled back from the flank. The catheter was twisted and occluded. The catheter was then discarded. The new catheter was then threaded through the tunneler to the right lower quadrant abdominal pocket. The tunneler was then removed leaving the catheter completely contained in the subcutaneous space. The proximal and distal portions of the catheter were then connected using a supplied connector and positive free flow return of csf was again observed coming from the tip of the most distal portion of the catheter. The catheter was then connected to the patient¿s existing pump and secured into place and checked to make sure it was securely in place. The patient¿s pump was programmed to deliver 0.2mg per day on simple continuous basis and 0.025mg on a q 6 hour basis ptm dosing regimen. The pump was then placed back into the right lower quadrant pocket and secured. The patient was transported to the recovery room in good condition. There were no complications. The patient tolerated this procedure well. Since the surgery (B)(6) 2016 the patient was feeling better.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (2 mg/ml at 0.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 when the patient went in for the pump refill, she was feeling really well. The actual residual volume (39 ml) was greater than the expected residual volume (9 ml). The physician was unable to aspirate the catheter and was going to be doing a catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.